Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 26-jun-2020, quality safety evaluation done. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of insomnia, metrorrhagia, migraine, post-traumatic stress disorder, obesity, diabetes mellitus, hypertension, ovarian cyst, parity 1, gravida I, endometriosis, menorrhagia and dysmenorrhea. The patient had a family history of congestive heart failure, myocardial infarction, fibromyalgia and gestational diabetes. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 4132 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in insertion date (B)(6) 2008 and removal date (B)(6) 2019. Essure insertion date: 01-jan-2008 (as per pif discrepancy noted) previously reported essure insertion and removal date: (B)(6) 2013 and (B)(6) 2018. Essure removal date: (B)(6) 2019 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimens collection: foreign body -left essure uterus and bilateral fallopian tubes final diagnosis: removal of essure medical device: medical device as described. Uterus and cervix, bilateral fallopian tubes, davinci laparoscopic hysterectomy and bilateral salpingectomy: unremarkable cervix. Proliferative endometrium. Unremarkable myometrium. Bilateral fallopian tubes; one paratubal cyst. Gross description: left essure is coiled medical device, 2.2 cm in greatest dimension. Fallopian tube #1 is pink-tan, 4.1 cm in length and 0.5 cm in diameter. It has fimbriated end and 0.5 cm paratubal cyst. Tube #2 fallopian tube is tan-purple, 5.6 cm in length and 0.5 cm in diameter. It has fimbriated end. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report received. Lab data added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.